Event description:
Same case as manufacturer's # 6000118-2005-00105. During a ptcra procedure involving a calcified and 99% stenotic lesion, the rotawire broke and damage was noted to the distal edge of the burr after exchanging the burr. The physician exchanged a 1.5 burr for the 1.75 burr. The rotawire broke during a test run outside of the patient and damage was noted to the distal edge of the 1.75 burr. No patient injuries or complications were reported.